Event description:
The tip of the device was found to be broken off during sterile processing at the user facility. The initial reporter indicated that the event was not associated with any adverse consequences or procedural delays.

Manufacturer narrative:
The complaint was confirmed based on the device evaluation. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
The tip of the device was found to be broken off during sterile processing at the user facility. The initial reporter indicated that the event was not associated with any adverse consequences or procedural delays.